Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigation. Failure analysis performed electrical continuity testing which passed. Upon visual inspection, an exposed blade was noticed with minimal debris on the knife slot. A review of the system logs showed the customer got a blade jam error which alerted them to discontinue use of the instrument. Additionally, the initial follow up with the customer confirmed they received an error message to use a different instrument during the procedure. Customer completed the planned procedure with a new instrument. After further review, this MDR report is being retracted since the customer received an error alerting them to discontinue use of the instrument. The instrument performed as intended and, thus, there was no malfunction of the device. There was no patient injury or harm.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. This complaint is being reported because of the insufficient seal with the vessel sealer instrument.

Event description:
It was reported that during a da vinci sigmoid colectomy procedure, after a few cuts with the vessel sealer instrument the customer got an alarm when trying to use the seal function and patient bleeding was seen. A new instrument was used to stop the bleeding and complete the procedure. On 10/26/2015, intuitive surgical, inc. (Isi) obtained additional information from the customer. Surgeon reported the vessel sealer instrument did work initially during the procedure. The surgeon was attempting to seal very low near to the rectum-colon. The tissue was not calcified and approximately 5 mm in diameter. Due to the reported insufficient seal, the patient lost about 100cc of blood but the bleeding was stopped with the replacement instrument. Customer confirmed the patient is doing well. There was no patient harm, adverse outcome or injury reported. There were no reports of any fragment(s) falling into the patient.